Event description:
Additional information received reported the patient had not been back to the health care provider¿s (hcp) office since the event. It was noted the hcp did not have electronic records on this patient and probably didn¿t even have the record on the patient anymore.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter: product ID n EU_unknown_prog, serial# unknown. Product type: programmer, physician. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer who indicated that the patient had become sick after the pump was implanted ((B)(6) 2004). Specifically, the patient experienced a gradual onset of shaking and sweating. The patient then took oral baclofen. Also beginning after the pump was implanted, the patient experienced pain, redness, and bruising around the pump area that would come and go. It was also noted that the pump pinched the patient. A healthcare provider (hcp) and done mris for the patient's pain around the pump area, and no issues were found. The patient utilized the pump for a couple of years and it worked "ok. In 2008, it was thought that the medication in the patient's pump caused the patient's gums to recede. The patient's teeth had been bothering him, so caps and crowns were placed on the teeth. It was also noted that the patient's drug dose had been adjusted up and the patient got worse. When the dose was decreased, the patient got better but still continued to experience problems. The pump was later turned off at the patient's discretion. The pump and catheter remained implanted in the patient's body. The patient's gall bladder had been removed in (B)(6) 2015 but could not find anyone to remove the pump at the same time. It was noted that the patient would have to travel to (B)(6) to have the pump removed. The patient's indication for pump use had been non-malignant pain and failed back surgery syndrome.

Event description:
It was reported that in the last year and a half the patient's teeth had become discolored and were falling out. The patient believed this was due to the baclofen in his pump. The health care provider however was not convinced that the patient's dental complaints were related to the medication and had requested a copy of the patient's dental records however, the patient refused to provide them. It was reported no troubleshooting had been performed as the health care provider did not believe it was indicated. It was later reported the patient had experienced severe pain at the pump site which radiated into his back. The patient had this pain since implant and still did. It was noted the patient started losing his teeth in 2011. "I'd put a toothpick in my teeth and they'd break off in my gums." The patient reportedly had been sick and nauseous for two years and started bleeding under his skin two years ago. It was noted if you touched the patient's skin, he bled. The pump was shut off two years ago however the reporter was then unsure if it was shut off or if there was saline in it. The pump had been gradually turned down. The patient had seen cancer doctors and dermatologists who were not able to find out what was causing it. It was reported that the patient believed "there was something wrong with the pump" however, it was then reported the patient's health care provider had done an MRI two to three years ago which had showed that everything was "ok." It was stated "they wouldn't listen to me about this pump." The patient believed the medical problems he experienced were due to the pump, "always felt that this pump was my problem." It was then reported, "they can't seem to find nothing wrong but nobody has looked at this pump." The patient reportedly had letters from health care providers saying that "this" could've been caused by the pump. The patient wanted the pump explanted. It was later reported the pump had delivered "too much" and then "too little" medication. "It was putting in more medicine. Some medicine wasn't going in like it's supposed to. I would have to go in and turn the pump down because it was putting too much medication in me. Then I'd have to turn around and go back and have it turned back up because I wasn't getting enough medication." It was confirmed the patient's pump had later been turned off. The patient reportedly believed that since his pump was "on recall" that his issues were related to the pump and also believed corrosion was present due to the recall was well. It was also reported the medication in the pump was what the patient believed was causing his teeth to break off. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the pump has been turned off for the last ¿couple of years¿ due to problems the patient had with medications. Before the pump was turned off, he started to lose his teeth. The patient¿s pain management doctor and dentist told the patient the medication in his pump could be doing that to his teeth. As of the date of the report, the patient needed to have surgery on his gall bladder and wanted the pump removed at the same time. The patient was not following with a pump physician, since the pump has been turned off but remained implanted.

Manufacturer narrative:
Updated to reflect the information received on 2017-aug-28 regarding the patient's weight. Updated to reflect the patient's status as the initial reporter. If information is provided in the future, a supplemental report will be issued.

Event description:
Addititional information was received on 2017-aug-29 from the consumer. The patient's weight was provided.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-jul-26. It was further reported that the pump was turned off "4-5 years ago" because the patient did not know he could die within 24 hours of not having the medication. No further complications were reported or anticipated.